Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other armada device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid superficial femoral artery. During the procedure, a 2.5 x 150 mm and a 5.0 x 80 mm armada 18 balloon catheter were used. However, it was noted that there was a leak in the hub for both devices during inflation, and it was not possible to keep the pressure stable. Therefore, the devices were replaced with an unspecified armada balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.